Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, new left bundle branch block (lbbb) was noted which was converting and alternating to a junctional rhythm with right bundle branch block (rbbb) and first-degree atrio-ventricular (av) block. Two days post-implant, an electrophysiology (ep) study was normal showing an infra-hisian conduction block. Three days post-implant, a permanent pacemaker was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.